Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack in the screen and on the battery compartment. Customer's blood glucose was 168 mg/dl. The customer's doctor advised her to get the pump replaced. Customer stated that the pump was bumped while the she was working. Customer stated that it is hard to read the screen and the battery does not stay in the compartment. Customer also stated that she does not get insulin when the battery doesn't go all the way in, which causes high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.